Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that a connector detached from the breathing system. There was no injury reported.

Manufacturer narrative:
Despite two reminders were sent the item involved in the event was not returned to manufacturer for investigation. Thus, evaluation and assessment had to be done on the base of the provided photos/description and analysis of other complaint data. From visual inspection of the photo it can only be confirmed that a mechanical damage of the hose has occurred as reported. Details of the area of material rupture cannot be derived from the photo. Hence, it is not clear which way the hose set was exposed to the mechanical force i.e. If the damage was caused by pulling, bending or any other kind of stress. One former similar complaint was found in the data base which was traced back to the hose getting stuck in a hose holder while it was manipulated (pulled). This case was not reported since it was detected during set-up for use prior to patient involvement. Due to lack of information, no reliable conclusion in terms of root cause can be made. Tests done with the product during design stage confirmed that the hose material is able to withstand excessive bending forces before a rupture occurs. Evidence for suitability of the design can be taken from complaint data - no rupture or breaking was reported which has occurred during the typical use conditions. It is furthermore seen very unlikely that the product was shipped in this condition since the supplier is conducting a 100% leak test before final release for distribution. The case is considered a single event. No patient consequences have reportedly occurred.

Event description:
Please refer to initial MFR. Report #9611500-2018-00121.